Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support, and no additional information about the outcome or further actions was obtained.